Manufacturer narrative:
Investigation completed 12/20/2016. Method: -DHR, -trend analysis, -evaluation. The DHR review was completed for selector console 1530000m3 serial number (B)(4), work order (B)(4). ,there were no non-conformance reports raised during the manufacturing process for this handpiece. There is no service history for the reported. Date of manufacture: aug-2003. Trending analysis was completed by the root cause identified in the failure analysis investigation. Based on complaint description, the complaint incident is trended as an issue with overheating. A minimum of 12 months¿ review was completed for selector console 1530000m3 using the following key word ¿overheating¿ and a root cause ¿faulty footswitch¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 19-oct-2015 to 16-dec-2016. A total of 2 complaints were reviewed of which this is the only complaint that met the search criteria. Reported failure was confirmed. During investigation, it was observed that the footswitch stayed activated due to broken pins on lemo connector and exposed wires on the footswitch, thus faulty footswitch. Also, console had a crack in the front moulding. As part of the repair, the following parts were replaced: front moulding, footswitch moulding, lemo connector. Footswitch was repaired and the console was functionally tested within specifications prior to being released to customer. Conclusion: root cause determined to be faulty footswitch. Footswitch stayed activated due to broken pins on lemo connector and exposed wires. No corrective / preventative action is deemed necessary as no trend has been identified.

Event description:
This is the first of two reports (same product problem, same user facility, concomitant devices). This report is in regards to the first device. Linked to mfg report: 3006697299-2016-00196. The ils sales specialist had completed an inspection of the 1530000m3 selector console equipment for troubleshooting of the handpieces and tested a handpiece on the selector. The selector provided power to the handpiece without depressing the power pedal, then the handpiece became warm and the flue began to melt. At this point the specialist removed the handpiece and foot pedal plugs and turned off the system. The device was not in contact with a patient, there was no patient injury or harm and no delay in procedure to the device problem.